Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 375 cc saline prosthesis. Post procedure, deflation was suspected. There is no information about an official diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 5/7/2018 with the operative report. On (B)(6) 2018 bilateral prosthesis replacement with allergen mp- 480 implants was performed. The left replacement was inflated to 500ccs, and the right replacement was inflated to 510ccs. The device originally suspected to have been deflated, was found intact, and the physician's assessment was that the patient had only normal asymmetry/lateralization of both breasts. There were no procedural complications. The patient's last known condition was stable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 8/16/2018 the product investigation revealed that device originally product code and lot number of the device originally reported was inaccurate. Section d has been updated. The impacted product was a mentor smooth round moderate plus profile 325cc saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 9/5/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned product was completed by the failure analysis lab on 9/7/2018. Device evaluation summary: it was reported that a (B)(6) year-old hispanic female underwent breast augmentation revision with a mentor smooth round moderate plus profile 325cc saline prosthesis. Post procedure, deflation was suspected. Upon receipt by mentor, two devices were returned with the same lot number engraved on the shell. Both devices returned without fluid, and without any foreign material observed within the device or on the shell surface. The product evaluation team discovered creases on both devices on the posterior aspect. Device b also presented one crease at the anterior view. No other anomalies were discovered. There is no root cause identified since no anomaly was reported, and no issue/damage were observed. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor products are 100% visually inspected prior to release, additionally, thorough in-process testing during several stages of the manufacturing process is performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).